Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter became unattached during removal from the patient. Additional information indicates that the catheter broke during removal. The anesthesiologist was able to remove the remaining piece. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the catheter with no relevant findings. The customer reported the catheter became unattached during removal. The customer returned one piece of a catheter for investigation (reference attached files (B)(4)). The returned catheter piece was visually examined with and without magnification. Visual examination of the returned catheter revealed the coils at the distal end are stretched approximately 60mm beyond the extrusion. However, there are no signs of stretching of the extrusion and the catheter's tip is still intact. The likely most proximal end shows no sign of stretching of the extrusion or coils. However, the catheter appears to have been cut as there is no coil present beyond the extrusion. The catheter appears to have been used as adhesive residue is present on the catheter body exterior. No other defects or anomalies were observed (reference files (B)(4)). A dimensional inspection was performed on the returned catheter piece using a ruler (c05158). The returned catheter extrusion piece measures approximately 364mm. At least 231mm of the catheter is missing as the specification for the catheter other remarks: indicates that the proper length of a stimucath catheter is 595-603mm per graphic b-05060-003 rev. 11. Specifications per graphic b-05060-003; rev. 11 were reviewed as a part of this complaint investigation. The IFU for this kit, b-05000-131b; rev. 2, was reviewed as a part of this complaint investigation. The IFU warns the user, "do not alter the catheter or any other kit/set component during placement, use, or removal. Never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Excessive force should never be applied to nerve block catheters. If resistance is encountered, the position of the patient should be re-evaluated and another attempt to remove the catheter should be made. Skin traction in the direction opposite of that applied to catheter may facilitate removal. If removal is difficult, it is recommended that an x-ray be taken and that a consultation with a specialist be considered. If further catheter resistance is encountered, the literature indicates "stop, reposition patient and attempt removal again. Pressure on skin in the opposite direction from direction catheter is being pulled often helps to facilitate removal. After removal of catheter, inspect distal tip for continuity." A corrective action is not required at this time as the condition of the sample received indicates operational context caused or contributed to this event. The reported complaint of the catheter becoming unattached during use was confirmed based upon the sample received. The returned catheter was missing approximately 231mm from the proximal end. The extrusion of the returned catheter showed no signs of stretching. However, the coils at the distal end were stretched well beyond the extrusion and the tip was still intact. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received and the observed evidence of stretching of the coils, operational context caused or contributed to this event.

Event description:
It was reported that the catheter became unattached during removal from the patient. Additional information indicates that the catheter broke during removal. The anesthesiologist was able to remove the remaining piece. The patient's condition was reported as fine.